Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition on telemetry monitoring one day post implant. An x-ray was performed and noted this lead had dislodged. A revision procedure was performed. Upon opening the device pocket, insufficient tension was noted in the lead sutures resulting in the lead freely moving through the suture sleeve. The lead was successfully repositioned. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition on telemetry monitoring one day post implant. An x-ray was performed and noted this lead had dislodged. A revision procedure was performed. Upon opening the device pocket, insufficient tension was noted in the lead sutures resulting in the lead freely moving through the suture sleeve. The lead was successfully repositioned. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This report is being filed to correct field h6: impact codes from the previous report.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition on telemetry monitoring one day post implant. It was noted the patient was in bradycardia with no asystole. An x-ray was performed and noted this lead had dislodged. A revision procedure was performed. Upon opening the device pocket, insufficient tension was noted in the lead sutures resulting in the lead freely moving through the suture sleeve. The lead was successfully repositioned. No additional adverse patient effects were reported. This lead remains in service.